Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® esr blood collection tubes the bottom of the tube was broken and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use defect: blood collection tube has no bottom and blood leakage quantity: 1 piece. Effects: no other adverse effects on patients.

Event description:
It was reported that during use with bd vacutainer® esr blood collection tubes the bottom of the tube was broken and blood leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use. Defect: blood collection tube has no bottom and blood leakage. Quantity: (B)(4) piece. Effects: no other adverse effects on patients.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for defective glass forming was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective glass forming. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.